Event description:
A 28mm diamter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt presented to the e.r. With a contained rupture. The physician attempted to repair the rupture endovascularly in a final effort to save the pt, however, the pt lost a large amount of blood due to the ruptured aneurysm and expired during the endovascular procedure. It was reported by the physician that the device did not fail.